Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 5 french blue catheter from a rosch-uchida transjugular liver access set was torn at the distal tip. During a transjugular intrahepatic portosystemic shunt procedure, the liver access set was assembled, and the metal trocar stylet and 5 french blue catheter were assembled. The 5 french catheter assembly was then advanced through the 14 gage metal stiffening cannula when significant friction and resistance was experienced. After removing the 5 french blue catheter, it was discovered that the catheter tip was damaged and could not be used. A new rosch-uchida transjugular liver access set was obtained to continue the procedure. As reported, the patient did not experience any adverse effects or require additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that the 5 french blue catheter from a rosch-uchida transjugular liver access set was torn at the distal tip. During a transjugular intrahepatic portosystemic shunt procedure, the liver access set was assembled, and the metal trocar stylet and 5 french blue catheter were assembled. The 5 french catheter assembly was then advanced through the 14 gage metal stiffening cannula when significant friction and resistance was experienced. After removing the 5 french blue catheter, it was discovered that the catheter tip was damaged and could not be used. A new rosch-uchida transjugular liver access set was obtained to continue the procedure. As reported, the patient did not experience any adverse effects or require additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, specifications, as well as visual inspection, functional test and dimensional verification of the returned product, were conducted during the investigation. One used set was received for evaluation. The 5.2fr catheter was cut near the distal tip. The blue catheter had a kink near the proximal end 1.5cm from the hub. The stylet was lodged inside the blue catheter. Checker tubing was advanced through the metal stiffening cannula without difficulty. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found one relevant nonconformance, in which nonconforming product was scrapped prior to further processing. It should be noted that there was one other complaint for an unrelated failure associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of the dmr, DHR, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible the blue catheter became caught on the distal tip of the metal cannula resulting in the damage. However, this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.